Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer's insulin gauge remained static at 115 units of insulin before and after delivering 30 units of insulin. There was no impact to the customer's blood glucose level.